Manufacturer narrative:
No similar complaints have been rec'd on this device. Since device is not available for review a complete investigation can not be completed. However, it is possible that either the catheter was punctured by the trocar during insertion or the catheter was not placed properly allowing the upper most eyelets holes of reside outside of the body.